Event description:
Per the clinic, the patient experienced an existing infection at the implant site. Subsequently, the patient underwent a revision surgery (date not reported) in order to clean the infected site.